Manufacturer narrative:
Device evaluation. Only unused cartridges of the same lot number were returned as representative samples. All 59 returned emeraldc30 cartridges were inspected at 10x microscope magnification and no cracks at the tip were observed. All units were observed in good condition. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device if explanted, give date: not applicable as this is not an implantable device all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip was noticed distorted before the insertion of the intraocular lens (iol). No patient injury was reported. No further information was provided. Two cartridge tips were reported distorted; therefore two mdrs will be filed. This report is for 2 of 2.